Event description:
The manufacturer received information alleging that a trilogy evo o2 japan device failed the active exhalation verification test during final testing associated with field change order service. No patient harm was reported, and the device was not in patient use at the time of the event. During evaluation at the manufacturer's service center, the technician replaced the device's proportional valve (aecm) to address the reported issue. The technician then performed final test, battery check, valve check, run-in testing, and cleaning. The device was confirmed to operate properly following these activities. The software version was upgraded from 1.06.10.00 to 1.06.15.00.

Manufacturer narrative:
The reported failure of an active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue by cadence in the complaint trending procedures.